Manufacturer narrative:
(B)(4). Device remains implanted. Explant date not scheduled.

Manufacturer narrative:
(B)(4). Punctured and cut per visual inspection, it was observed that balloon was returned in two pieces making any further testing difficult. Testing of the catheter indicated that located a puncture, probably performed by needle use on the catheter. It can tentatively be concluded that leakage on the tubing (catheter) might be the result of a perforation of the tubing by a huber needle during band adjustment. Detailed instructions are provided within the instruction for use (IFU) for adequate techniques for band adjustment procedure. A 5 mm tear was identified on the balloon but leakage from the balloon cannot be confirmed due to the condition in which the device was returned. A device history record (DHR) review was performed on the final packaging lot , and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 200% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that following the placement of the laparoscopic adjustable gastric band on (B)(6) 2010; the patient complained that there was no restriction. The surgeon did a dye study and a hole was confirmed. The adjustable gastric band has not been removed from the patient. The plan is to remove and replace the current band. Surgery date not yet scheduled.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.